Event description:
One (1) patient interface (pi) lot number cm00437 was returned due to suction loss on the right eye after the laser had fired. Doctor stopped treatment and attempted to re-applanate with a new suction ring from a new patient interface kit but was not able to obtain suction. Intralase was aborted and patient switched to photorefractive keratectomy (prk). Additional follow up was obtained. The suction issue was not due to patient anatomy, excessive fluids on the eye or patient movement.

Manufacturer narrative:
Dimensional testing was performed to verify the suction loss issues and the cone was found to be within specifications. The product met the acceptance criteria. The returned product investigation results do not indicate a product deficiency. Also the documentation shows that manufacturing assembled was within specifications when this lot was completed.

Manufacturer narrative:
Last follow up (#1) needed to have: marked for device evaluation. Yes for device evaluated by manufacturer and for device returned to manufacturer. Placeholder.

Manufacturer narrative:
Placeholder.